Event description:
It was reported that the customer was hospitalized for high bgs. The customer was vomiting and had dehydration and was not getting any insulin. Troubleshooting was performed. The programming and histories on the pump were accurate.